Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer was replaced to resolve the issue. Additional information was received that there was a malfunction resulting in insufficient o2. Hence, updated "b5 describe event problem" accordingly. D1 product name corrected. D4 model no. Corrected.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery. There was no patient involvement.